Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025 a farawave catheter and faradrive steerable sheath clear were used during an ablation procedure. On (B)(6) 2025, the patient developed a pericardial effusion requiring surgical intervention, and an ultrasound, echocardiogram, and tte were performed. The issue was resolved on (B)(6) 2025, and the patient was discharged on (B)(6) 2025. There were no patient hospitalization or prolongation of existing hospitalization.